Event description:
It was reported that the patient had been feeling dizzy and short of breath post implant of the device. It was noted that there was intermitent loss ventricular capture. The physician felt that the device was defective and explanted and replaced it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.